Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey source, 4 patients experienced seroma / hematoma. One patient was anticoagulated. 3 patients experienced usual post-operative complications (prolonged ileus, urinary retention, wound complications).